Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown (B)(4).

Event description:
It was reported that (B)(6)-year-old asian female patient who underwent breast augmentation revision surgery with 250cc mentor siltex round moderate profile saline breast implants experienced bilateral capsular contracture baker grade unknown right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 200cc smooth round moderate plus profile saline breast implants on (B)(6) 2019. This report is for the left sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).